Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 575 mg/dl. The customer's blood glucose at the time of incident was 574 mg/dl and 113mg/dl was current blood glucose value. The customer did not experience any symptoms related to the high blood glucose. The customer was treated by manual injection. The insulin pump will be returned for analysis.